Event description:
The customer reported that while running an htlv-I assay, summit sample handler, did not pipette sample into row 6 and did not give an error message. An ortho field service engineer was dispatched. No death or serious injury was associated with this event.